Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. Submitted and downloaded log files reveled a backup battery fault alarm active at 2:16:17 due to the to the backup battery not passing load tests. This alarm remains active until 9:28:08, clearing only once at 8:51:46 - 8:51:48 when the backup battery was reseated/exchanged. At 12:55:42, the driveline is disconnected which is consistent with the reported controller exchange. The pump was able to maintain speeds above the lsl when the driveline was connected. Pump operation was not affected. The heartmate 3 system controller (serial: (B)(6) was returned for analysis. The controller underwent preliminary and functional testing and passed without issue. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, and no alarms were reproduced. The root cause for the reported event could not be conclusively determined through this analysis; however, a corrective and preventive action (CAPA) was opened to investigate the issue of a backup battery fault due to the backup battery not passing the load test further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
No visual or functional anomalies were found during investigation. The system functioned as intended.

Manufacturer narrative:
Section a: patient information was not provided, request for this information will be made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the patient was at home, at 02:17 a.m. They were awakened by an alarm. In the morning, they went to hospital, and an alarm was still present. Log files were downloaded, and a backup battery (bb) fault was found. The bb was replaced, but the bb fault alarms were still present with a new battery. The system controller was replaced.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.